Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between the display device and transmitter. Dexcom representative advised patient to forget all device in bluetooth settings, reset the smart device and to close all background applications. Patient reported that she has updated the smart device. No additional patient or event information is available.